Event description:
It was reported that there were loose debris on the cone. The procedure was completed with a different patient interface. No patient injury was reported. This report is 1 of 2.

Manufacturer narrative:
Age at time of event: unknown; date of birth and gender: unknown; patient weight: unknown; ethnicity and race: unknown. Device evaluation: the product was received within original packaging confirming the reported lot number. A visual inspection of the returned products did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.